Event description:
Per the clinic, the patient experienced redness, skin irritation, bleeding and swelling around the abutment site subsequent to sustaining a head trauma. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported).